Event description:
The foreign material was returned and determined to be biological tissue.

Manufacturer narrative:
An event of a stroke was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the atrial fibrillation procedure, the patient experienced a stroke. The procedure was completed with no issues. One hour after waking up, the patient experienced hemiplegia, and a computerized tomography scan showed a cerebral thrombus. A thrombosuction was performed, and a small piece of plastic was aspirated with the thrombus. The plastic piece was believed to have originated from the agilis introducer. The patient had a small brain bleed following the thrombosuction and was not yet stable. They exhibited disordered vision and speech three days following the event. As of (B)(6) 2021, the patient was stable, but still had some neurological sequelae including temporo-spatial disorientation and disinhibition.